Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending for the alinity c carbon dioxide assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66642uq07. Device history review did not identify any non-conformance's or deviations with the complaint lot number and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c carbon dioxide reagent was identified.

Event description:
The customer observed falsely depressed alinity c co2 results for two samples. The following results were provided: sid (B)(6) alinity c co2 result 20, cobas result 22.4, siemens result 22.1 sid (B)(6) alinity c co2 result 21, cobas result 22.7, siemens result 22.3 no impact to patient management was reported.